Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a family member/friend reporting that the patient's devices were working fine and the patient's weight at the time when the por occurred was between (B)(6) pounds. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that an informational power on reset was seen while the patient was recharging and therapy had shut off. The por was successfully cleared, therapy turned back on, and the patient was able to resume recharging. This had occurred on (B)(6) 2017. No further complications were reported.